Event description:
Crrt [continuous renal replacement therapy] machine running with a st150 filter. Machine alarmed for "blood leak in effluent". Examined filter and a significant amount of blood was in the effluent line.